Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was unable to grasp properly. When instrument was removed, it was observed the wires were broken. The procedure was completed with no reported injury.